Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
"""Yes you have the right person I am currently looking to retain a lawyer sue you my teeth have shifted from your trays and not I need to extract a tooth because it causing me to bite onto my lip when I chew food and I keep bleeding so I have to 1. Extract a tooth and 2. Pay a real orthodontist for braces so, unless you're looking to refund my money back so I don't take this any further, that's all the questions I have. An online review to share my experience is my next stop."""

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.